Event description:
During a sigmoidectomy, exploration laparotomy, and omental flap procedure, the covidien contour stapler was handed to the surgeon and would not fire as needed. Another covidien contour stapler was obtained and functioned as intended, no harm to the patient. The original stapler was returned to the vendor.